Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.

Event description:
Additional information received reported that this device and a non boston scientific right ventricular (rv) lead exhibited oversensing, pacing inhibition, and intermittently increased impedance measurements, but none being out of range. The patient's heart rate was approximately 35 beats per minute (bpm) and the patient felt dizzy. Troubleshooting was performed which did not elicit any rv noise. It was noted that the rv oversensing appeared to be due to ra signals being sensed on the rv channel. Reprogramming had previously been performed due to the history of ra oversensing. Additional reprogramming was performed for the rv oversensing. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead exhibited increased impedance measurements up to 1900 ohms, and evidence of oversensing of minute ventilation (mv) signals which lead to inappropriate atrial tachy response (atr) episodes. Programming options and continued monitoring were discussed. The device remains in service. No adverse patient effects were reported.